Event description:
The device was involved in an incident while in contact with a pt. It has been reported the pt sustained a laceration.

Manufacturer narrative:
An investigation has been initiated based on the reported information.